Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was suspected to have intermittent loss of capture (loc) for its non boston scientific left ventricular (lv) lead. This crt-d has reached elective replacement indicator (eri), so it was beeping as a result. Technical services (ts) was consulted and discussed stored data, with some noisy signals noted for the associated right atrial (ra) lead. This device remains in service.